Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6, h11. H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a leak in the sealing of the bag. The reported condition was verified. The cause of the leak could not be determined; however, may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 500 ml capacity leaked from the side of the bag (beside membrane port). The bag had previously been connected to a closed system bag spike. When an unspecified test solution was added to the bag, it immediately leaked from the side. This occurred during a media fill evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.